Manufacturer narrative:
The incident report notes the patient had an intramuscular haemorrhage with hemodynamic effect. There was no need for an operative procedure to stop bleeding and the current patient condition was identified as 'ok'. This report has been updated to reflect inspection of the returned guidewire involved in the incident.

Event description:
Per cnf: the tip of the wire is torn off during a rotary movement in the subintimal space. The doctor could get the tip out of the patient

Manufacturer narrative:
The incident report notes the patient had an intramuscular haemorrhage with hemodynamic effect. There was no need for an operative procedure to stop bleeding. A follow up report for this issue will be filed. Distributor confirmed no product return.

Event description:
Per cnf: the tip of the wire is torn off during a rotary movement in the subintimal space. The doctor could get the tip out of the patient.